Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that four days after intra-aortic balloon (iab) insertion into an acute myocardial infarction (ami) patient, the customer found blood inside the stat gard sleeve. No pumping issues were noted. Removed iab and discontinued therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of catheter, between the sheath and catheter, and under the stat-gard sleeve. The extender tubing was also returned. A kink was observed on the inner lumen approximately 16cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and three leaks were detected on the membrane approximately 2.54cm, 8.64cm, and 7.62cm from the rear seal measuring 0.13cm, 0.08cm, and 0.05cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetrations found on the membrane appear to have been caused by a sharp object. We are unable to determine when this may have occurred. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that four days after intra-aortic balloon (iab) insertion into an acute myocardial infarction (ami) patient, the customer found blood inside the stat gard sleeve. No pumping issues were noted. Removed iab and discontinued therapy. No patient injury was reported.